Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Software revision v4-1.02.

Event description:
An optometrist reported a case of corneal erosion, observed in patient's left eye at four months post lasik treatment. Reporter indicated upon examination left eye was red and swollen. Patient noted light sensitivity and foreign body sensation. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Upon additional follow up, the surgeon noted the symptoms were related to slow healing and not the excimer laser. Reporter indicated patient symptoms resolved.

Manufacturer narrative:
Log files review indicates that all os treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. The system history indicates that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The customer stated at follow up, that the issue occurred due to healing and not a result of the laser.